Manufacturer narrative:
Ten (10) actual samples were received for evaluation with the aluminum foil peeled. Visual inspection with naked eye identified the sponge found fully separated from the cap on ten (10) samples. The reported condition was verified. The cause of the condition was believed to be due to conflict during transport. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: on an unspecified date of (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was fully separated from each of ten (10) minicaps. This was found before use. There was no patient involvement. No additional information is available.